Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that on (B)(6) 2024 the patient experienced one infusion set cannula was bent and infusion set is used for 1 day. The site of insertion is abdomen. The patient also got issue of high blood glucose, diabetic coma & dka. The patient blood glucose at the time of incident is 30 mmol/l. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference samples buid-umd version 11 for the code "soft cannula found bent upon removal from infusion site". Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to with version 4 - test on reference samples, 10 samples out 10 samples passed the test. Functional test #1 according to with version10 - test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the 6001755 manufactured according to the document version 45 on the packing process in the multivac 12, on 10/jun/2023, with a total of (B)(4) units. Review of the device history records (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.